Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a supply and infusion site change with a steel cannula, during which the infusion set was applied before the tubing was fully filled, resulting in no insulin delivery until troubleshooting was completed. Symptoms included elevated blood glucose of 314 mg/dl. Outcomes included resumption of insulin delivery after assistance and education, with the user instructed to monitor for downward trends. Investigation included customer care troubleshooting and user education on proper tubing fill prior to site application. Investigation of this case revealed an infusion delivery issue related to incomplete tubing priming that created air gaps, which was resolved through proper fill and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with infusion set/tubing preparation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.